Manufacturer narrative:
Devices and planning met specifications.

Manufacturer narrative:
Investigation ongoing. Device not returned as it is still in the patient.

Event description:
Occlusion was off at end of surgery and patient had to be placed in imf to secure it.